Event description:
It was reported that during a therapeutic procedure, the physician was able to deploy approximately 50-65% of the stent as the string broke. It was possible to remove the whole system. The procedure was completed with a similar device. The procedure outcome was reported as successful. There was no report of death, serious injury or mistreatment associated with this event.